Event description:
Same case as: 2134265-2013-07828, 2134265-2013-07829. It was reported that an automatic pullback failure occurred. Vascular access was gained via right femoral artery. During intravascular ultrasound imaging, the 80% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). An opticross was used and was unable to perform pullback. The physician performed manual pullback thrice and completed the procedure with another with the same device. No complication to the patient was reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).